Event description:
I am writing your office to report several disfigurations by tatt2away tattoo removal using a machine that pumps a clear solution under the skin with the intent of the tattoo falling off as a scab. This business is a threat to public safety and has harmed many people. After a severe reaction to this procedure, the company would not disclose what was in the clear solution, named teprsol as they stated it was "patented" and confidential.